Event description:
It was reported that the tip of the drive was deformed and broke during the operation. So, the surgeon used another driver instead of it.

Manufacturer narrative:
Investigation in process but not yet complete.